Manufacturer narrative:
(B)(4). The pd nurse reported the patient is currently on in-center hemodialysis (hd). The start date of the hd was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fluid overload coincident with peritoneal dialysis (pd) therapy. The caregiver stated the device caused the fluid overload, however, this was not medically confirmed. The patient was hospitalized twice in the same month for the same indication. The patient was reported to have spent eight days in the hospital for the first event. Six days after discharge the patient was hospitalized again for the same indication and was diagnosed with congestive heart failure. There was no treatment reported for this event. It was not reported when the patient was discharged from the hospital. At the time of this report it was unknown if the patient had recovered from this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported problem. The device passed the homechoice rite (return instrument test/evaluation) electrical test; however the device failed the homechoice rite functional test. It was determined the failure was not related to the reported issue. An internal and external inspection was performed and found no issues. A manual volumetric accuracy test and manual temperature test was performed. The manual volumetric accuracy test and manual temperature test was successfully completed and passed. Review of the service history revealed no issues that could have caused or contributed to the home patient to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Onset date for the fluid overload was not reported. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.¿